Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2026. The cannula came out of the infusion set. The infusion set was in use for 2 days. The site of insertion was left abdomen. The infusion set was in use for 2 days. No further information available.